Event description:
It was reported that this right ventricular (rv) lead was suspected to be fractured. A chest x-ray confirmed a fracture near the subclavian region. A lead safety switch (lss) was noted, and the patient presented to the hospital, where rv lead high out of range pacing impedance measurements greater than 3000 ohms and noisy signals were observed. Subsequently, this rv lead was surgically abandoned, and a new lead was successfully implanted. No additional adverse patient effects were reported outside the revision procedure.